Manufacturer narrative:
One pressurewire x (wireless) was returned for analysis. A guidewire fracture was noted at the hydrophilic coated distal tube. The distal end of hydrophilic coated distal tube was separated from the guidewire, with subsequent fracture of the microcables. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported event remains unknown.

Event description:
During the procedure, the proximal end of the device fractured inside the guiding catheter. The device was removed normally and all pieces were accounted for. Another device was used to complete the procedure with no patient effects.